Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead could not be fixed well and dislodged. It was noted the physician tried to fix the lv lead to other positions, however, the thresholds were high. The physician chose not to implant a lv lead and implanted a dual chamber implantable cardioverter defibrillator (ICD) system. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted that the lead passed introducer test.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.